Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was due to the ipg being previously opened to use the torque wrench and port plug that had been returned following a lead revision. Instead of returning the device for repackaging, the device was sent out to the implant site. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
On dec-2023, it was reported that while at munster for a normal battery replacement, the patient was under general anesthesia as requested by the patient and the pocket was opened. As the ipg was about to be handed over to the surgery nurse, it was noticed that the ipg box was already open, and the port plug and screwdriver were not included in the box. It occurred that the ipg itself was unused, but the packaged assembly had been returned following a lead revision which used the port plug and screwdriver. The patient did not experience any other adverse event beyond the surgical exposure and as of 18-dec-2023, the patient was doing well. On 04-jan-2024, the patient had a successful replacement under local anesthesia with no complications.